Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 20mm x 2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 20 x 2.50 rebel stent was advanced but failed to cross the lesion. The device was removed; however, it was found that there was a kink on the tip of the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - 18yrs or older. Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. There is no damage to the stent. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event - 18 yrs or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 20mm x 2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 20 x 2.50 rebel stent was advanced but failed to cross the lesion. The device was removed; however, it was found that there was a kink on the tip of the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.